Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: extension: product ID 3387s-40, lot# v700663, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v700663, implanted: (B)(6) 2011. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an unknown infection. It was noted that a culture was taken from the device pocket. The patient's implantable neurostimulator (ins) and both extensions were explanted on (B)(6) 2013. The patient had come into the operating room for a possible revision and when the ins pocket was opened there was a collection of pus. It was noted the leads remained implanted for future implantation of a new system at an unknown date. It was reported the patient experienced a burning sensation, fever and swelling at the device pocket. Additional information received reported the reason for the possible replacement was the extensions were too tight. Lab work results found the pocket was positive for a staphylococcal infection. It was noted the patient also experienced drainage around the extension and discomfort around the extension site. It was noted that the patient recovered without sequela.